Event description:
Customer's mother reported that the customer's blood glucose reading was running high and that there was insulin that leaked into the reservoir compartment. The blood glucose reading was 593 mg/dl. She was unsure of where the leak originated. The insulin pump passed the self test and customer's mother stated that there were no cracks in the insulin pump. Customer was treated with manual injection and mother declined further troubleshooting for high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.